Manufacturer narrative:
A ge svc rep performed an on site investigation. Both the monitors were replaced during the svc call. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the left monitor was intermittently not working. This issue will cause the system to be unusable due to loss of the live image. There is no report of injury or death associated with the event described in this complaint.